Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-00247.

Event description:
It was reported, during the endoscopic ultrasound (eus) procedure using the ultrasonic gastrovideoscope, the doctor tore the esophagus of the patient. There was no delay in the procedure however the procedure was not completed successfully. The patient was sent for a computed tomography (CT) scan and swallow study to see how intensive the tear was as a result of the issue, and after the scan no other follow up was needed. There was no treatment provided for the esophageal tear. The doctor indicated there was an issue with the angulation of the scope however during inspection afterwards, there did not seem to be anything wrong. The user was not able to work the angulation and it seemed locked. The doctor stated the that the wires broke but the wires were not broken. The device was inspected before use and appeared to be normal.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the following was noted: 1. Cut on the angle wire was not confirmed. 2. Deep cut on c-cap/ probe coating was peeled and ultrasound matching layer exposed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the bending angulation failure may have contributed to the patient adverse event (esophagus tear). However, the root cause of the deep cut on the c-cap / peeled probe coating and exposed ultrasound matching layer exposed could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never perform angulation control forcibly or suddenly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Never insert or withdraw the endoscope¿s insertion tube while the bending section is locked in position. Patient injury, bleeding and/or perforation can result. Never insert or withdraw the insertion tube abruptly or with excessive force. Patient injury, bleeding and/or perforation can result.¿ ¿do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not touch the electrical contacts inside the electrical connector. Ccd damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.